Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room after receiving 26 inappropriate shocks. The lead had oversensing, high impedance, no capture, and an inquiry was made regarding potential lead fracture. Multiple follow up attempts yielded no further information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the emergency room after receiving 26 inappropriate shocks. The lead had oversensing, high impedance, no capture, and an inquiry was made regarding potential lead fracture. Multiple follow up attempts yielded no further information. The lead remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that the right ventricular lead had high defib impedance.